Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence on (B)(6) 2009 and mesh was used. The patient experienced mesh erosion, pain, infection, dyspareunia and other injuries following the procedure, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent mesh implantation with concurrent repair of cystocele, vaginal suspension and fixation and cystoscopy. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent mesh removal on (B)(6) 2014 by dr. (B)(6).

Event description:
Details: it was reported that the patient underwent mesh removal on (B)(6) 2014 by dr. (B)(6).

Manufacturer narrative:
It was reported that the patient experienced pain, urinary problems, bleeding, and dyspareunia. (B)(4).